Event description:
It was reported that following a normal battery replacement, high impedances greater than 40,000 ohms were measured on several contacts on the left side. A revision was done on (B)(6) 2015 and after cleaning the extension contacts on the left side, the impedances were measured to be okay. During the revision, the healthcare professional (hcp) discovered that the right side lead was fractured close to extension connector. The cause of the fractured lead is unknown. Impedances of 8,000 ohms were measured on the right lead. A further lead replacement surgery was planned, but not done yet. The patient had less than 50 percent therapy relief. The patient¿s right side was switched off. The patient was doing better since their left side was working and they were receiving effective therapy on that side. No outcome was reported regarding the planned revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead; product ID 7482, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead; product ID 7482, serial# unknown, implanted: (B)(6) 2010, product type: extension. (B)(4).